Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited left ventricular (lv) pacing idiosyncrasies with lv pacing only which was noted to impact the total right ventricular (rv) pacing count and histograms. Technical services (ts) noted the patient experienced a large percentage of premature ventricular contractions. The patient experienced what looked to be dual arrhythmias; ventricular tachycardia (vt) and supraventricular tachycardia (svt) but could not be confirmed. Ts noted there was a morphology change and that there appeared to be a pause in pacing. The rhythm terminated on its own and ts suggested to the health care professional to discuss with the electrophysiologist. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.